Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus/history anomaly noted. No unexpected auto off alarm noted. Device had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's friend reported via phone call that the device was not recording boluses. Customer's blood glucose was over 500 mg/dl. Customer declined troubleshooting. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.